Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was successfully advanced through the 6 x 45 sheath with no resistance met. Six low speed treatments were performed down the entirety of a heavily calcified, 30-40% stenosed, 5mm left superficial femoral artery (sfa). The patient was uncomfortable during the treatment. Post-treatment, the oad was attempted to be removed from the patient when resistance was met at the distal part of the sheath. The oad control knob was in locked position and the crown was not moving in either direction. The sheath was flushed and no movement continued. A buddy wire was used in an attempt to dislodge the oad crown. The oad was able to be removed after the buddy wire was able to dislodge the oad crown. The physician did not observe any issues with the wire and the oad.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).